Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a blurry screen that let to patient injury. While on-site, a field service engineer spoke to a technician, who indicated the phase marker was never adjusted in the circle scan to compensate for any tilt (lens). In a follow up with the technician, she indicated the patient's breathing pattern caused the patient interface to become foggy which also caused the screen to become blurry. The procedure was completed and the anterior capsule was intact when the patient went into the operating room. A posterior capsular tear was noted during the first pass of the phacoemulsification procedure. It was not certain when the tear occurred. The natural lens fell back into the vitreous and the patient had a vitrectomy to remove the lens. A sulcus iol was implanted.